Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely there was no serial digital interface images output due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was onsite to evaluation the device. Upon evaluation, the reported issue was confirmed. The fse removed the exiting serial digital interface connection and connected the digital visual interface cable between the cv-190/monitor. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a dx board. In addition, a corroded wire, broken video connector, and net spacer damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use, prior to a therapeutic endoscopic retrograde cholangiopancreatography procedure. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.